Event description:
Caller reported experiencing temperature alarms 10 and 11, but there was no adverse impact to the customer¿s blood glucose level, as bg did not exceed 500 mg/dl. Technical support decided to issue a return merchandise authorization (RMA) for the pump, which was still under warranty. The caller was instructed on how to put the pump into storage mode before returning it and agreed to use the current pump as backup therapy. The problematic pump was to be returned within 10 days using a pre-paid label.